Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "the t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours." Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin, and customer was not performing air removal step. Clinical support educated the customer on insulin labeling and air removal. Customer performed a supply change to address occlusions. Customer¿s blood glucose level was 200-286 mg/dl.